Manufacturer narrative:
(B)(4). Customer returned pump for alleged unexpected error message found on (B)(6) 2022. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, motor and displacement test. Unit successfully downloaded to thump. Verified the pump alarmed pump error 63 variable 3 in pump downloaded history on 05/25/2022 at 03:29:55.000 due to ambient light failure. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump error 4 was found in pump downloaded history on 05/25/2022 at 15:48:04.000 due to hardware anomaly. Pump was cut open and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label stained, serial number label peeling, end cap address label fading, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, keypad overlay peeling and minor lcd display window scratches. Pump passed all testing, however, pump error 63 variable 3 confirmed due to burnt trace at pin 6 of u1. Pump error 4 confirmed due to hardware anomaly. Unexpected error message confirmed due to pump errors 63 and 4. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a pump error alarm. Customer was able to clear the alarm but was unable to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.